Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a resume pump alarm. Customer could not recall if blood glucose was impacted. Customer declined to provide further information regarding the event. Tandem technical support education the customer on the resume pump alarm.